Manufacturer narrative:
The device will be returned to the manufacturer for investigation.

Event description:
Twe were informed that a unit passed priming without giving any warning signs, however, when the vitrectome was needed it was not working. The surgery was completed using a different device, however, as a result of this incident, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made.

Manufacturer narrative:
The device will be returned to the manufacturer for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The return of the device is still awaited. Reminders have been sent to the distributor. The investigation will be completed after the device has been returned to the manufacturer.

Event description:
The unit passed priming without giving any warning signs, however, when the vitrectome was needed it was not working. The surgery was completed using a different device, however, as a result of this incident, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made.

Manufacturer narrative:
With regard to this complaint, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed that one of the cutter valves failed was stuck in an open position. Though the eva system will pass the priming phase, the cutter will not be activated because the valve is stuck in the open position. A DHR review did not reveal any anomalies and the product was released according to its release specifications. Also a historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this reported event. Based on the information available, it was determined that this event occurred due to a random component failure of the a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
The unit passed priming without giving any warning signs, however, when the vitrectomy was needed it was not working. The surgery was completed using a different device, however, as a result of this incident, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made.

Manufacturer narrative:
The device will be returned to the manufacturer for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The return of the device is still awaited. Reminders have been sent to the distributor. The investigation will be completed after the device has been returned to the manufacturer.

Event description:
The unit passed priming without giving any warning signs, however, when the vitrectomy was needed it was not working. The surgery was completed using a different device, however, as a result of this incident, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made.